Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d4.

Event description:
Healthcare professional reported ¿rupture", "nodular formations", "patient was admitted with complaints of symmetry and deformation" and "nodular formations with cystic echogenicity were observed the largest measuring 8.4 mm". This record is for the right side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿rupture", "nodular formations", "patient was admitted with complaints of symmetry and deformation" and "nodular formations with cystic echogenicity were observed the largest measuring 8.4 mm". This record is for the right side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
E1. Address continued: (B)(6). E1. Phone number conitnued: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken device assessed as fold flaw opening. As per the investigation procedure, stress marks was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, e1, h3, h6.

Event description:
Healthcare professional reported ¿rupture", "nodular formations", "patient was admitted with complaints of symmetry and deformation" and "nodular formations with cystic echogenicity were observed the largest measuring 8.4 mm". This record is for the right side. Device was explanted and replaced with another manufacturer¿s device.